Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001 the pacemaker implanted on (B)(6) 2022. The patient was called by the center and an urgent follow up which was scheduled for 16/3/23. An abnormal impedance battery value of 2,47 kohm was found and present inflection point on discharge curve. The center has decided to proceed with the change of the device as soon as possible.